Event description:
It was reported that during the implant procedure, the right ventricular lead's helix could not be extended. The lead was removed and replaced. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.